Event description:
Customer reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
It was reported that the lead exhibited low impedance. Also noted were several mode switch episodes due to noise. The noise could be reproduced with positional testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.